Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for a polarity switch on the right ventricular (rv) lead. It was also reported the rv lead had the following problems sudden increase in impedance, short episodes of noise, increased thresholds and high impedance. The lead was reprogrammed and replacement is planned. No patient complications have been reported as a result of this event.